Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 46.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that high capture thresholds were observed. The lead was explanted and successfully replaced. The patient was doing fine post operation.